Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 36 mg/dl. Suspected cause of low was due to an unspecified insertion issue; however, this could not be confirmed as the customer declined further troubleshooting. Customer consumed carbohydrates to address bg.